Event description:
Customer reported waking up in the middle of the night with blood glucose readings over 600 mg/dl. Customer reported experiencing excessive thirst and urination. Customer's blood glucose reading at the time of the call was 600 mg/dl and has treated with a pen. No delivery alarm was noted in the alarm history and the cannula was noted to be bent. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.